Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus delivery. Cartridge changes were performed resolving the alarms. Customer's blood glucose (bg) level was 460 mg/dl at highest. A cartridge change was performed, a correction bolus was delivered and a manual injection was administered to address bg. The customer reverted to an alternate pump for insulin therapy.